Event description:
The customer obtained non-reproducible vitros amon quality control results on a vitros 5600 integrated system. Vitros lpv ii vitros amon 152.2 vs. Expected 193.8 umol/l. Biorad level ii vitros amon 96.1 vs. Expected 72.5 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to occur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible vitros amon quality control results were obtained on a vitros 5600 integrated system. Results of precision testing demonstrated that the vitros instrument was not performing as expected at the time of the event. After completion of maintenance activities, acceptable vitros amon performance was observed. The root cause of this event is most likely instrument related.